Event description:
The customer called technical support (ts) and reported that the device's screen was black and alarming. The device was reported as having shutdown during use. The device was in use at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention was provided to the patient, nor was a delay noted. The customer evaluated the device with the assistance of the remote service engineer (rse). The remote alarm system was reported as being in use and functioning. The biomed stated that no errors were seen in the log. No major alarms were documented by the unit. Symptoms were blank screen and alarming. The biomed could not duplicate the error at this time. The biomed will do preventive maintenance and a full performance verification test on the ventilator. The customer was unable to duplicate the reported problem. A full performance verification has been performed and the device passed all tests successfully. Based on information provided and/or service performed, the customer's alleged malfunction was not confirmed.